Manufacturer narrative:
The customer is in contract with a third party organization. Cse inspection revealed that preventive maintenance is overdue. Multiple attempts have been made to try and retrieve further event info with no response. Should new info becomes available, a f/u MDR will be submitted.

Event description:
Covidien rec'd info stating that a pt expired on an 840 ventilator and a request for ventilator eval. According to the customer, the event occurred between 9:00 am and 10:00 am on (B)(6) 2010. No allegation of a ventilator malfunction or indication of event in the error logs. The ventilator was inspected and tested by a covidien customer service engineer (cse).